Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial right unilateral knee arthroplasty. Subsequently 5 months post-op, the patient received a steroid injection to the right knee for pes bursitis following an incident of pain after bending down to get into a plank position. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42538000602 - partial tibial cemented size f right medial - 65475206. 42528200610 - partial articular surface right medial size f 10 mm thickness - 65805450. 110035368 - biomet bc r 1x40 us - ax28ce1901. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.